Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during this aortic valve replacement surgery, the valve was sized to a 23mm prosthesis using the replica end of the appropriate sizer device. Upon attempting to implant the 23mm bioprosthetic valve, the surgeon was unable to seat the valve into the annulus. He started tying the valve in, but it would not seat and therefore was not implanted. It was reported there appeared to be a discrepancy between the valve sizer and the actual valve, with the valve being larger than what the sizer indicated. No adverse events were reported as a result of the valve being too large. A 23mm full aortic root bioprosthesis was implanted instead. It was reported that this was a "complex" surgery and that ultimately a full aortic root prosthesis would be more appropriate for the patient. No adverse patient effects were reported.